Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited loss of capture. The patient was brought into the clinic. Programming changes were performed. The patient was in stable condition.